Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) had been implanted for 11 years and was close to the elective replacement indicator (eri) with 0.25 yrs of battery life left. It was noted that the physician planned to perform a left bundle branch area pacing (lbbap) surgery due to the patient's existing heart failure and add a new electrode. It was noted during the procedure that due to poor blood circulation, it was impossible to implant a new electrode. The physician decided to replace the crt-p with a new biventricular pacemaker. However, the screws at the left ventricular interface of the old crt-p device could not be unscrewed for over 30 minutes of attempts. During this period, the patient experienced chest tightness, confusion, sudden drop in blood pressure, circulatory failure, metabolic acidosis and acute heart failure. Emergency resuscitation ensued with tracheal intubation. Unfortunately, the emergency rescue efforts were unsuccessful and the patient died. The physician believed the patient's death was related to the inability to unscrew the screws on the crt-p device which resulted in acute heart failure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.